Event description:
Procedure: biliopancreatic diversion. According to the reporter: customer informs about bleeding in the stapling line. No reinforcement material used. Customer discarded the device and no more info available because customer has not kept trace. The patient rec'd a blood transfusion.

Manufacturer narrative:
(B)(4).